Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient stated they called their medtronic rep and the rep helped them reboot and adjust the controller. They remove the battery pack and change group to b. Issue is resolved. Rep did a great job. Pt requested manual for the stimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported the stimulation was turning off randomly. Agent reviewed that the pt should reach out to their manufacturer representative (rep) to set an appointment to get the issue resolved. Agent mailed the pt a patient manual and sent them an email with a patient manual. Patient called back and stated previous information documented in this case. Patient's stimulation would turn off after 5 minutes or so. Agent reviewed information. Patient stated they would call their rep. Agent redirected patient to their hcp to address the issue. Upon further review patient stated the duration of the charge got so small that it was useless and it would turn off by itself. Patient would leave the controller and stimulation would disconnect. During the call agent wanted to check to make sure the implant was not depleted. Patient confirmed controller was at 80% and implant was at 70%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.